Event description:
According to the information received, a 25mm amplatzer cribriform occluder (aco) implanted. After release from the delivery cable, the aco embolized and became lodged in the patient's aorta. The aco was able to be captured with a snare and removed. A 35mm aco was then able to be implanted successfully.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer cribriform occluder (aco) was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 8f torqvue loader without any deformities.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.